Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex fully covered biliary stent rmv was implanted in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a benign stricture in the distal common bile duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. The patient did not undergo radiation therapy. On (B)(6) 2015, during a planned stent removal due to resolution of the benign stenosis, the physician attempted to remove the stent; however, the retrieval loop broke and the stent was difficult to remove. The physician placed a snare over the stent in attempt to pull out the stent; however, the stent broke into half and only one piece was successfully retrieved while the other half remained inside the patient. The procedure was completed without removing the other half of the stent and the patient remained in the hospital under observation. On (B)(6) 2015, the physician used a dilation balloon to remove the other half of the broken stent completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable. Note: reporting was required because the device is only sold ous but is similar to the m0070520 that is sold in the us.

Manufacturer narrative:
Reported event of stent broken. Reported event of stent difficult to remove. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex fully covered biliary stent rmv was implanted in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a benign stricture in the distal common bile duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. The patient did not undergo radiation therapy. On (B)(6) 2015, during a planned stent removal due to resolution of the benign stenosis, the physician attempted to remove the stent; however, the retrieval loop broke and the stent was difficult to remove. The physician placed a snare over the stent in attempt to pull out the stent; however, the stent broke into half and only one piece was successfully retrieved while the other half remained inside the patient. The procedure was completed without removing the other half of the stent and the patient remained in the hospital under observation. On (B)(6) 2015, the physician used a dilation balloon to remove the other half of the broken stent completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable. Note: reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.

Manufacturer narrative:
A portion of a deployed wallflex biliary stent was received for evaluation, the delivery system was not returned. A visual examination of the stent noted that it had been broken and the returned section measured 30mm and the retrieval loop end was not returned. The stent damage is consistent with damage occurring during removal of the stent from the patient. Given the event description and condition of the returned device, the noted damages indicate difficulty was experienced during removal of the stent and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.